Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient had a bad fall on the 5th of may. Patient hit on ceramic tile and got an injury to their hand in the coccyx area. Patient went to urgent care and they said the x-rays were negative but the system was not working for patient. It never worked a whole lot for patient since they had it. The fall exacerbated it. Patient thought they needed to have settings changed. Patient was at hcp's today and talked to the pa who conferenced in the doctor. Patient called medtronic representative and was told rep was unavailable and to contact another rep. Patient could not get in touch with this rep. Reviewed the role of the representative and redirected to healthcare provider to schedule an appointment with the representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke with the patient (pt). They made some small adjustments to her settings. Pt aware that leads will not cover tailbone pain. She will call rep with any other issues. She is following up with her family doctor also.